Event description:
The patient's father contacted animas alleging an issue with the keypad button responding on (B)(6) 2012. Patient got on the phone and mentioned that the down button and contrast button are delayed in response where patient has to press multiple times for it to function. Patient states the alleged issue began last summer. There is no misuse of the product and no evidence of moisture in the pump. The patient denied exhibiting any symptoms due to the alleged issue. The product was replaced. At this time there is no evidence that the product caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow, ok, and contrast keypad buttons were intermittently unresponsive; the up arrow button responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.